Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a concentric de novo lesion in the proximal left circumflex coronary artery with no tortuosity, moderate calcification and 90% stenosis. A 2.50x15 mm trek rx balloon dilatation catheter (bdc) was advanced with resistance from the anatomy. The balloon ruptured on the first inflation at 5 atmospheres. The bdc was removed from the anatomy with no resistance. There were no reported adverse patient effects. The procedure was successfully completed with an additional unspecified bdc. There was no clinically significant delay in the procedure. No additional information was provided.